Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00632. (B)(4). Approximate age of device - 38 days. The pump was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016. The patient suffered a hemorrhagic stroke after a pump exchange which had previously taken place on (B)(6) 2016. The patient experienced confusion off and on after the pump exchange, and became obtunded and unresponsive on (B)(6) 2016 in the early morning. CT scan results that day revealed hemorrhagic stroke involving multi focal new areas of cortical and cerebellar infarcts. The largest infarcts involve the bilateral cerebellar hemispheres, larger on the left than the right. Bilateral lacunar infarcts present, the infarct on the right lentiform nucleus contains a small amount of central hemorrhage. Additional cortical infarct involving the right frontal lobe, the left parietal occipital region and a focal infarct in the left insular cortex. The parietal occipital infarct contains a small area of hemorrhage. Results of a follow up CT on (B)(6) 2016 were as follows: evolving bilateral cerebellar infarcts. New mild compression of the 4th ventricle. The lateral and 3rd ventricles remain stable in size. Parenchymal hemorrhage in the right basal ganglia, left parietal subcortical white matter and left medial parietal occipital lobes as before. It was also stated that there had been no recent changes to the patient's anticoagulation regimen. The patient's inr was therapeutic at the time of the event at 2.4. It was reported that the device function was normal.